Manufacturer narrative:
(B)(4). Reported event was able to be confirmed from xray review. Xray review confirmed incorrect cup inclination. Device history record (DHR) was reviewed and no discrepancies were found. It is reported that a competitor stem was used with zimmer biomet device. Zimmer biomet has not confirmed the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. However, it cannot be confirmed that this incompatibility has any definitive relationship to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent total hip arthroplasty approximately 20 years ago. Patient experienced stem loosening and a competitor's product was revised. Attempts to obtain additional information have been made; however, no more is available.